Event description:
Caller alleged discrepant results compared with lab. Results are as follows: date: (B)(6) 2013; inratio: 4.2, 3.4, 3.9; lab: 5.1. Therapeutic range: 1.8 - 3.0. Time: all tests were taken within two hours of each other.

Manufacturer narrative:
Investigation pending.